Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of unusual feeling, mild pain, blanching and vascular tracking are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: contra-indications: do not inject juvéderm® voluma® with lidocaine into the blood vessels (intravascular). Intravascular injection may lead to embolisation, occlusion of the vessels, ischaemia or infarction. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week. Staining or discolouration of the injection site might be observed, especially when ha dermal filler is injected too superficially and/or in thin skin (tyndall effect). Rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischaemia or cerebral haemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account. Method of use-posology: if immediate blanching occurs at any time during the injection, the injection should be stopped and appropriate action taken such as massaging the area until its return to a normal colour.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the chin (c1, c2, c3). Six hours later, the patient returned to the clinic with an unusual feeling and mild pain to the chin. Patient was reviewed by different injector. Patient had their make up removed and it revealed that the patient had blanching around the superior and inferior lips. Patient also had red vascular tracking from the oral commissure following the path of the facial artery and angular artery. Patient was then immediately treated with hylase by the reviewing injector after consulting with a doctor via skype. Treatment was successful. The event was noted as a vascular event and symptoms resolved by the next day. Patient had concomitantly been taking doxycycline and multivitamins.